Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a random spike greater than 2,000 ohms and the device tone pattern was as expected. Boston scientific technical services discussed troubleshooting options. It was noted that there were no stored episodes with noise, and the patient is not pacing dependent. No adverse patient effects were reported. The ICD remains in service. Additional information was requested, however, no additional information was able to be obtained due to the covid-19 pandemic. Further information was received that the patient stated the device was beeping. Ts also noticed tachy therapy has been programmed off on this device. No adverse patient effects were reported. At this time, this device system remains in service. Tr17001: intermittent pace impedance. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a random spike greater than 2,000 ohms and the device tone pattern was as expected. Boston scientific technical services discussed troubleshooting options. It was noted that there were no stored episodes with noise, and the patient is not pacing dependent. No adverse patient effects were reported. The ICD remains in service. Additional information was requested, however, no additional information was able to be obtained due to the covid-19 pandemic.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a random spike greater than 2,000 ohms and the device tone pattern was as expected. Boston scientific technical services discussed troubleshooting options. It was noted that there were no stored episodes with noise, and the patient is not pacing dependent. No adverse patient effects were reported. The ICD remains in service. Additional information was requested, however, no additional information was able to be obtained due to the covid-19 pandemic.